Event description:
It was reported that this right atrial (ra) lead was dislodged due to twiddler's syndrome. Ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.